Manufacturer narrative:
Examination of the returned devices finds burnishing on the tibial component that indicates micromotion. Very little cement was observed on the tibial component where the burnishing was found. Deep circular scratching were noted on the mating surfaces of both the liner and tibial component indicating third party debris was trapped in the articulating surface. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Reason for revision has not been provided; however, as stated signs of micromotion and third party debris are noted on the returned devices. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Revision of a knee implant.